Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the patient did not have much memory at that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, two to three weeks after implant, the patient¿s doctor went out of town. The physician who owned the practice made the adjustment, but increased it by 50% instead of 25% like her doctor intended to raise it. It was indicated that the patient was sensitive to the medications and spent the week being out of it in ¿alice in wonderland¿. When the physician came back, he was furious about the 50% increase. At the time of report, the device was delivering bupivacaine and dilaudid, though it was unclear if this was consistent with the drugs in use at the time of the event. Additional information received from the patient receiving fentanyl and dilaudid via an implanted pump. Indication for use was noted as spinal pain. It was reported that the patient was almost killed. They were seen and the doctor told them to increase "it by 50%." The patient stated they were not overdosed but they were completely out of it, hallucinating and had no clue about what was going on that entire week. Eventually the patient thinks that they adjusted to it. The symptoms resolved and the patient had no long term issues. The patient did not know if it was really just a week or longer or shorter. The patient stated they were "severely over-medicated but no overdose." The patient did not remember what was done to resolve it. The patient stated the event occurred shortly after implant, a few weeks ((B)(6) of 2013) after implant date of (B)(6)2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.